Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the device became not to fire at the fifth firing. The firing button was pressed but it didn't work. Egia ultra was used with the same cartridge and worked. Subject idrive handle was used with different cartridge again and worked fine. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity.